Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated. The defect(s) reported by the customer has/have been verified and remedied using the preventive maintenance measures listed in the "proof of repair". "Micro": preventive replacement of o-rings performed acc. To service manual unit cleaned, functional test performed, hipot test completed, electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, safety test checklist enclosed. As per the input check report,tissue seal is missing. Therefore is the root cause for the reported failure. At this point of time, no corrective action is required, and no further action is warranted.however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls had a faulty seal and that it was not possible to insert a milling cutter. The issue was discovered post-operatively to unknown procedure and there was no impact on the patient and the procedure was completed with a replacement device with no surgical delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.